Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 10 mg/ml of dilaudid at 0.48 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2017 the patient reported the pump had given them too much medication, and the patient had to go to the hospital. The patient indicated this occurred on (B)(6) 2017. The patient thought the pump was not working. The patient was seen by their physician on friday (B)(6) 2017 for a fill and the physician increased the pump % of medication and also gave her oral medications to take if the bolus did not deliver. The first two bolus requests delivered, however the third bolus request did not, so the patient took the oral medication. The patient then went to the hospital and informed the manufacturer representative, who said they would have someone come out to the hospital to the check the pump. The patient stated the pump was decreased to 20%. The patient indicated they had problems with the oral medications they were given in the hospital on (B)(6) 2017. The patient was in the hospital from saturday (B)(6) 2017 to sunday (B)(6) 2017. On (B)(6) 2017 the patient reported when they received their replacement personal therapy manager (ptm), they were able to couple it to their pump and it was working fine until they got home from the hospital. The patient reported on (B)(6) 2017 their personal therapy manager was not working. It was determined on the call with patient services that the patient was seeing the pa disabled screen. The meaning of the code was reviewed. However, the issue was unresolved. The patient was directed to follow-up with their healthcare provider because the patient¿s doctor would need to add the ptm back to their prescription. Patient services reviewed that the only way for the ptm to become disabled is if the clinician programmer is used to disable the ptm, or if the pump is reduced to minimum flow rate. It was determined the ptm was disabled. The patient stated according to the records from the hospital it showed that their ptm had not been disabled. Additional information was received from the consumer on (B)(6) 2017. The patient reported when their dose was turned down in the hospital on (B)(6), the ptm had been disabled. The ptm was enabled and reprogrammed on (B)(6) 2017 for the patient to have 6 doses a day, every 3 hours. No further complications were expected/anticipated.